Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. This product is manufactured in the u.s. But not marketed in the u.s.. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7; -8.5/+1.0/79 (sphere/cylinder/axis) implantable collamer lens tore during injection/delivery into the patient's right eye (od) on (B)(6) 2021. There was no patient contact/injury. It was noted a replacement lens was ordered with a planned future surgery and the problem was resolved. The cause of the event was reported as unknown.